Manufacturer narrative:
The reported glidescope core 15-inch monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor but was unable to confirm the reported intermittent loss of image. When connecting the customer's monitor to known, good, test verathon equipment, no intermittent loss of image was identified when manipulating the cables. The monitor was kept on for one hour, captured 22 minutes of video, and no intermittent loss of image or any fault was found. The monitor passed verathon's device functionality testing and visual inspection. Upon completion of the evaluation, the customer was informed about verathon's device evaluation findings. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during an emergency care procedure, using a glidescope core 15-inch monitor, the connection with the cable and laryngoscope was giving an intermittent image. A backup glidescope video monitor (gvm) was obtained but the image intermittently disappeared and had a very dark display. The procedure was completed using another glidescope system which was made available in an unspecified amount of time. No harm to the patient was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.